Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse pulmonary vein isolation to treat persistent atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that the sheath was prepared as usual and positioned into the left atrium after the insertion of the catheter air ingress occurred through the flush port during aspiration. The issue was not seen without the catheter in the sheath. It was suspected that there was a valve leak. The procedure was completed using different faradrive sheath. No patient complications occurred. The product is expected to return for analysis. It was further reported that no fluid leak was seen. Sheath was leaking air. Pressurized saline bag was used in slow dripping rate.